Event description:
The gexpro main breaker panels recommended by varian have sealed lead-acid rechargable batteries that are charged by small, inadequate off-the-shelf 120 ac to 12 vdc adaptors. The varian tx linear accelerator stopped because the back-up batteries on the main circuit breaker panel had run down. A varian engineer was on site for a repair and was able to replace the batteries. Also follow-up today shows that there is a blown fuse and the two battery chargers are not working. May be related to the fuse.caused delay in care by prematurely shutting off power.the repair and maintenance will be directed to the electrical contractor who installed the units.